Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had been offline for several days, and the customer reported that it could not detect any drawers. A field service engineer (fse) found that the network cable had been mistakenly connected to a fridge port, and correcting this restored internet connectivity, but drawer communication remained down. All communication sled status lights were normal, and internet settings were correct, although the windows firewall was fully enabled, likely triggered by a recent update, and may have blocked device communication, prompting the customer to move the cable earlier. After turning off all firewall settings and rebooting, the unit reconnected and began downloading data. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating for last 41 hours and user unable to pull up any patient who has been moved to the station since that time period. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.